Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error-breast.

Event description:
Healthcare professional reported unknown side "have been using this product, only have distilled water in bottles and are unable to run it on the sizers for 1 minute". Device status is unknown.